Event description:
On (B)(6) 2012, pt reported he feels the infusion device is delivering inaccurately and he has switched to his backup infusion device after his second hospitalization. Pt stated his blood glucose has returned to normal range of 150 mg/dl. Pt reported going to the emergency room on (B)(6) 2012 and was admitted for 2 days. Pt stated when his blood glucose level began elevating; he tried changing the infusion site and bolusing with the infusion device. Pt reported his blood glucose level would not reduce to normal range. Pt stated he was vomiting. Pt reported when he arrived at the hospital his blood glucose level was over 800 mg/dl, was taken off of pump therapy and then provided an insulin drip through an IV for 2 days until his blood glucose level was reduced. Pt stated he was diagnosed with dka, pt reported the infusion device did not display an error message or occlusion and was not in stop mode or temporary basal mode. Pt stated the infusion adapter has never been changed; reviewed specifications. Pt reported he has reused the insulin cartridges in the past but not during the incident. Pt stated he does not allow insulin to come to room temperature. Pt reported his medical professional changed his basal rates after he was hospitalized and he has switched to his backup infusion device since then. Pt stated he feel the infusion device is delivering inaccurately. Pt has discarded the alleged insulin cartridge and infusion set. Product was replaced and requested return of the alleged infusion device and adapter.